Manufacturer narrative:
Initial reporter number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device mechanics swing fork was blocked and the mechanics were seized, jammed and heavy moving. It was further observed that the device was blocked and the fork of the saw head was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the oscillating saw attachment device had a bearing issue. During in-house engineering evaluation, it was observed that the device mechanics swing fork was blocked and the mechanics were seized, jammed and heavy moving. It was further observed that the device was blocked and the fork of the saw head was broken. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to a surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.